Event description:
The handpiece overheated while preparing tooth #18 for a mesio-occluso-distal composite resin restoration and the patient received a thermal burn injury to their left buccal mucosa approximately 1 cm in size. No medical treatment was required at the time of the injury and the affected area is expected to heal normally.